Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable.

Event description:
The case started at 0920h with the urology service first to scrubbed in. Dr. (B)(6) ordered to open a fr. 6 double ended erethral and around 0950h, he also ordered to open the ptfe guidewire from boston scientific. After opening, dr. (B)(6) notice that the tip of the guidewire is broken.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Analysis of device completed and evaluation codes updated.

Event description:
The case started at 0920h with the urology service first to scrubbed in. Dr. (B)(6) ordered to open a fr. 6 double ended erethral and around 0950h, he also ordered to open the ptfe guidewire from boston scientific. After opening, dr. (B)(6) noticed that the tip of the guidewire is broken.